Manufacturer narrative:
Surgical intervention. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported that three years following the procedure, she was admitted as an emergency due to sepsis. The patient further reported that the mesh had broken up and migrated to different parts of the body. The patient experienced loss of sigmoid colon and a hartman¿s procedure was completed to create a stoma which is irreversible. The mesh is still present in the rectum lumen. No additional information was provided.